Event description:
It was reported that the pump touch screen was often unresponsive. There was no reported adverse impact to customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.